Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon implanted the exeter stem long (37.5/ 205mm) with the simplex p after fixation using plate and cables. After 10 minutes of implanting, blood pressure rapidly dropped and cardiac arrest occurred. The surgeon performed resuscitation and blood pressure of the patient recovered. After surgery, the patient was moved to the ICU. Surgeon comment: blood clot was not confirmed.